Manufacturer narrative:
The customer reported that the device was having power up issues. The philips product support engineer (pse) recommended replacement of both the power and the battery pcas to resolve this issue. Philips will consider this failure a malfunction, but we cannot determine the cause as two pcas were replaced. As the customer has not reported any subsequent issues, we are considering that the replacement of these two pcas resolved the symptom.

Event description:
The customer reported that the device was having power up issues.